Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain (sharp, persistent, stabbing, pain)") and genital haemorrhage ("excessive heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, delivery in 2000, delivery in 2006, delivery on (B)(6) 2009 and menometrorrhagia. She had no abortions. Concurrent conditions included overweight, sore throat since (B)(6) 2011, vaginal itching since (B)(6) 2011, irregular menstrual cycle since (B)(6) 2012, vaginal haemorrhage since (B)(6) 2011, break through bleeding since (B)(6) 2011, uterine bleeding since (B)(6) 2011, endometrial polyp since (B)(6) 2012, hypercholesterolemia, menses irregular since (B)(6) 2015 and adenomyosis since (B)(6) 2015. Concomitant products included drospirenone + ethinylestradiol (yasmin) in 2003 for and , amoxicillin for vaginal itching as well as atorvastatin calcium (lipitor), contraceptives nos in 2005 and nonoxinol (vcf) in 2005. In (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches") and migraine ("migraines"). On (B)(6) 2012, the patient experienced uterine polyp ("polyp"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), uterine leiomyoma ("fibroids"), dyspareunia ("painful intercourse") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with ibuprofen, surgery (hysterectomy) and alternative therapy (endometrial biopsy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, headache, fatigue, uterine leiomyoma, dyspareunia and uterine polyp had resolved and the migraine and mental disorder outcome was unknown. The reporter considered abdominal distension, dyspareunia, fatigue, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, uterine leiomyoma and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: essure confirmation ultrasound scan - on an unknown date: she was not advised of any complications or problems that occurred at the time of her essure placement procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Case become valid since event ¿severe and permanent injuries¿ updated with valid events such as, excessive heavy bleeding, persistent pelvic pain (sharp, persistent, stabbing, pain), bloating, headaches, migraines, fatigue, fibroids, painful intercourse, essure caused or aggravated any psychiatric and/or psychological condition, polyp. Concomitant drugs yasmin, vcf, condoms, lipitor, amoxicillin, treatment drug ibuprofen were added. Patient details, other relevant history, lab data, relevant tests product information incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain (sharp, persistent, stabbing, pain)') in a 37-year-old female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, delivery in 2000, delivery in 2006, delivery on (B)(6) 2009 and menometrorrhagia. She had no abortions. Concurrent conditions included adenomyosis since (B)(6) 2015, menses irregular since (B)(6) 2015, endometrial polyp since (B)(6) 2012, irregular menstrual cycle since (B)(6) 2012, vaginal haemorrhage since (B)(6) 2011, break through bleeding since (B)(6) 2011, uterine bleeding since (B)(6) 2011, sore throat since (B)(6) 2011, vaginal itching since (B)(6) 2011, overweight and hypercholesterolemia. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 2003 to 2005 for and , amoxicillin for vaginal itching as well as atorvastatin, atorvastatin (lipitor), contraceptives for topical use from 2005 to 2008 and nonoxinol (vcf) since 2005. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced genital haemorrhage ("excessive heavy bleeding"). In 2010, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2011, the patient was found to have biopsy endometrium ("endometrial biopsies"), 2 years after insertion of essure. On (B)(6) 2012, the patient experienced uterine polyp ("polyp"). On an unknown date, the patient experienced fatigue ("fatigue"), dyspareunia ("painful intercourse") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with ibuprofen, surgery (hysterectomy) and endometrial biopsy. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, headache, fatigue, uterine leiomyoma, dyspareunia and uterine polyp had resolved and the migraine, mental disorder and biopsy endometrium outcome was unknown. The reporter considered abdominal distension, biopsy endometrium, dyspareunia, fatigue, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, uterine leiomyoma and uterine polyp to be related to essure. The reporter commented: the device was in good position with 1 trailing coils on the right side and 3 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure confirmation. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. Ultrasound showed 6 cm uterus with a small fibroid. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received : lot no added and reporter information added. Event of genital haemorrhage downgraded to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('persistent pelvic pain (sharp, persistent, stabbing, pain)'). In a 37-year-old female patient who had essure (batch no. 629144), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multi gravida, parity 3, delivery in 2000, delivery in 2006, delivery on (B)(6) 2009 and menometrorrhagia. She had no abortions. Concurrent conditions included: adenomyosis since (B)(6) 2015, menses irregular since (B)(6) 2015, endometrial polyp since (B)(6) 2012, irregular menstrual cycle since (B)(6) 2012, vaginal haemorrhage since (B)(6) 2011, break through bleeding since (B)(6) 2011, uterine bleeding since (B)(6) 2011, sore throat since (B)(6) 2011, vaginal itching since (B)(6) 2011, overweight and hypercholesterolemia. Concomitant products included: drospirenone + ethinylestradiol (yasmin) from 2003 to 2005 for and , amoxicillin for vaginal itching as well as atorvastatin, atorvastatin (lipitor), contraceptives for topical use from 2005 to 2008 and nonoxinol (vcf) since 2005. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced genital haemorrhage ("excessive heavy bleeding"). In 2010, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2011, the patient was found to have biopsy endometrium ("endometrial biopsies"), (B)(6) years after insertion of essure. On (B)(6) 2012, the patient experienced uterine polyp ("polyp"). On an unknown date, the patient experienced fatigue ("fatigue"), dyspareunia ("painful intercourse") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with ibuprofen, surgery (hysterectomy). And endometrial biopsy. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, headache, fatigue, uterine leiomyoma, dyspareunia and uterine polyp had resolved. And the migraine, mental disorder and biopsy endometrium outcome was unknown. The reporter considered abdominal distension, biopsy endometrium, dyspareunia, fatigue, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, uterine leiomyoma and uterine polyp to be related to essure. The reporter commented: the device was in good position with 1 trailing coils on the right side. And 3 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 27.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2009, results: essure confirmation. She was not advised of any complications or problems, that occurred at the time of her essure placement procedure. Ultrasound showed 6 cm uterus with a small fibroid. Concerning the injuries reported in this case, the following one/ones were reported via medical record: confirming events: dysmenorrhea, dyspareunia. Lot number#: 629144, manufacturing date: 2009-01, expiration date: 2012-01. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020, quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain (sharp, persistent, stabbing, pain)") and genital haemorrhage ("excessive heavy bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, delivery in 2000, delivery in 2006, delivery on (B)(6) 2009 and menometrorrhagia. She had no abortions. Concurrent conditions included overweight, sore throat since (B)(6) 2011, vaginal itching since (B)(6) 2011, irregular menstrual cycle since (B)(6) 2012, vaginal haemorrhage since (B)(6) 2011, break through bleeding since (B)(6) 2011, uterine bleeding since (B)(6) 2011, endometrial polyp since (B)(6) 2012, hypercholesterolemia, menses irregular since (B)(6) 2015 and adenomyosis since (B)(6) 2015. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 2003 to 2005 for and, amoxicillin for vaginal itching as well as atorvastatin, atorvastatin calcium (lipitor), contraceptives nos from 2005 to 2008 and nonoxinol (vcf) since 2005. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced uterine leiomyoma ("fibroids"). On (B)(6) 2011, the patient experienced biopsy endometrium ("endometrial biopsies"). On (B)(6) 2012, the patient experienced uterine polyp ("polyp"). On an unknown date, the patient experienced fatigue ("fatigue"), dyspareunia ("painful intercourse") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with ibuprofen, surgery (hysterectomy) and alternative therapy (endometrial biopsy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, headache, fatigue, uterine leiomyoma, dyspareunia and uterine polyp had resolved and the migraine, mental disorder and biopsy endometrium outcome was unknown. The reporter considered abdominal distension, biopsy endometrium, dyspareunia, fatigue, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, uterine leiomyoma and uterine polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure confirmation. Ultrasound scan - on an unknown date: she was not advised of any complications or problems that occurred at the time of her essure placement procedure. Ultrasound showed 6 cm uterus with a small fibroid. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and event endometrial biopsies were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.